Event description:
The service report shows the customer reported that the 840 ventilator stopped cycling. No patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) and analog interface pcbs. The unit passed extended self testing.